Manufacturer narrative:
Lumenis followed up with clinic owner taylor ugarte in order to get information on the adverse event. She said that the patient initials k had the procedure just over a month ago and did experience some minor blistering on her thighs. They have been in contact approximately every other day since then and k has been in the clinic multiple times for treatment to the blistered area. At this point the blisters have healed and there is no more treatment planned. Since the system was acquired via a third-party vendor and there was not a serious injury taylor the owner has declined to complete the incident form. Therefore, no clinical evaluation was done. Following up the patient she confirmed that she is healed from her blisters and she is okay. She called right back and explained that the first treatments went just fine with no pain and no issues. The final treatment was done with a new vacuum suction handpiece which was very painful and resulted in the blisters. After the follow up with tc skin and laser she said the blisters have healed but she is left with white spots where the blisters were and wanted to know if someone could follow up with her regarding what she should expect relative to scarring or the spots going away. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A patient called in to report she was treated by tc skin in eden prarie mn and now has blisters on her thighs and wants us to tell her how to prevent scarring. We asked her to go to clinic where she was treated at and she refused and said she wanted us to tell her. I checked with the sales rep because I see an account for tc skin but product, the sales rep said the customer bought one off the gray market. So we have no record of the lumenis laser she purchased.